Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that: the physician inserted the introducer needle in femoral vein and advanced the guidewire and the catheter over the wire without any problems. When she retrieved the guidewire, the catheter kinks and comes out together with the guidewire. She then inserted it successfully in the jugular vein after 3 attempts. She used a 22 ga in jugular vein. Associated complaints 3006425876-2023-01177, 3006425876-2023-01175 and 3006425876-2023-01176.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. Precaution: minimize catheter manipulation throughout procedure to maintain proper catheter tip position." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the physician inserted the introducer needle in femoral vein and advanced the guidewire and the catheter over the wire without any problems. When she retrieved the guidewire, the catheter kinks and comes out together with the guidewire. She then inserted it successfully in the jugular vein after 3 attempts. She used a 22 ga in jugular vein. Associated complaints 3006425876-2023-01177, 3006425876-2023-01175 and 3006425876-2023-01176.

Event description:
It was reported that: the physician inserted the introducer needle in femoral vein and advanced the guidewire and the catheter over the wire without any problems. When she retrieved the guidewire, the catheter kinks and comes out together with the guidewire. She then inserted it successfully in the jugular vein after 3 attempts. She used a 22 ga in jugular vein. Associated complaints 3006425876-2023-01177 and 3006425876-2023-01176.

Manufacturer narrative:
(B)(4).